Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing-dependent patient was hospitalized following noise episodes leading to loss of pacing on the device. The cause of the reported event was suspected to be external interference. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was in stable condition.